Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that two screwdrivers broke during surgery while performing final tightening. Another screwdriver was available to complete the procedure. There was no surgical delay or patient harm due to the reported events. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(4). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation / product investigation was performed ¿ the screwdriver was analyzed for conformance to drawing specifications and the device history record was reviewed; both had no abnormal findings. Manufacturing and inspection records indicated no problems with the lot in question. The screwdriver with the lot 8572629 was manufactured in september 2013. The screwdriver with the lot 8872042 was manufactured in may 2014. The used material was correct and the hardness was within the specification. It is concluded that the cause of failure is not due to any manufacturing non-conformances. It is clearly visible that the both screwdrivers were strongly twisted before they broke. This is an indication that too much torque, far over the calculated design, was applied onto these devices during final tightening and that finally a mechanical overload caused this damage. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.